Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the pump got stuck. The physician had to replace the reservoir and reposition it into the space of retzius because the connecting tube was too short. It was noted that the reservoir stood out.

Manufacturer narrative:
One titan reservoir was received for evaluation. Examination and testing of the returned components revealed no functional abnormalities with any of the returned components. The information received indicated that the reservoir was not correctly in the space of retzius resulting in shorter connection tubing. Because no functional abnormalities were noted with the returned components, the malfunction complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release and no anomalies were noted during production. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.